Manufacturer narrative:
The field service engineer (fse) found the waste pump not working which caused the baths to overflow. He replaced the waste pump to resolve the issue. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
The customer reported that 20 ml of blue fluid leaked from the coulter act diff 2 analyzer 2 baths that were overflowing onto the counter top during startup. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.